Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was 7.2mmol/l. Customer reported they received a critical pump error image was display on the pump screen. Customer stated that the screen was black. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
Findings: no unexpected no delivery alarm during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.